Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when a nurse loaded a clip to the applier during a surgery, it got broken. Therefore, a new cartridge of the same size was opened instead. A part of the fragment of the broken clip was not found, but no clip fell into the patient. It is unknown what vessel was going to be clipped. The applier used with the clip was not available for return.

Manufacturer narrative:
(B)(4). The customer returned three loose broken clip halves and one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for in vestigation. The returned sample was visually examined with and without magnification. The pierced boss half of one clip was discovered within the returned cartridge. No other defects or anomalies were observed on the cartridge. Visual examination revealed that the broken clips were broken in half at the hinge. A total of two pierced boss halves and two hook halves were returned. Evidence of use in the form of biological material was observed on the returned sample. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. A functional inspection could not be performed due to the damage to the returned sample. Additional testing was not required as a part of this complaint investigation. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2100262 investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of broken/detached parts - clip - hinge was confirmed based upon the sample received. Two broken clips were returned, and both were broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that when a nurse loaded a clip to the applier during a surgery, it got broken. Therefore, a new cartridge of the same size was opened instead. A part of the fragment of the broken clip was not found, but no clip fell into the patient. It is unknown what vessel was going to be clipped. The applier used with the clip was not available for return.